Event description:
It was reported that following the implant of a miniarc precise sling the patient experienced urinary retention. If the patient's urinary retention continued the "physician will take patient to [operating room] to loosen sling." The miniarc sling was removed on (B)(6) 2015 and it was reported that "removing the miniarc did not resolve the retention." It was further stated that the "patient is being watched and trained on timed voiding to help retrain a dysfunctional bladder." No further patient complications have been reported in relation to this event. Related to manufacturer report number: 2183959-2015-00298.